Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device's knob was replaced on site by the customer. Communication with the customer confirmed the device had been repaired, is now working as intended, and returned to service. The broken knob was discarded. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.